Event description:
The customer contacted stryker to report that their device's display flashed white and will not power on. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device. The reported issue was not able to be verified and not able to be duplicated. The device logs showed no signs of power issues and the device boots up correctly each time with normal operation. Root cause was not able to be established. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device's display flashed white and will not power on. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.